Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e801 module. The initial ca 19-9 result was 50.5 u/ml from a serum sample . On (B)(6) 2018, the same tube was repeated with a result of 9.99 u/ml. On (B)(6) 2018, the same tube was repeated with a result of 9.61 u/ml. On (B)(6) 2018, a plasma sample was tested with a result of 10.6 u/ml. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The ca 19-9 reagent lot number was 306413 with an expiration date of 30-apr-2019.

Manufacturer narrative:
The customer provided an erroneous high ca 19-9 result for an additional patient sample (patient 2) tested on (B)(6) 2018. Patient 2 initial ca 19-9 initial result was 76.1 u/ml. The sample was repeated twice with results of 11.2 u/ml and 11.0 u/ml. The lower results for both patients were believed to be correct based on the patient's medical history. It is not known if the erroneous result for patient 2 was reported outside of the laboratory. There was no allegation that patient 2 was adversely affected. The field service engineer (fse) visited the customer site and adjusted the positions of the reagent probe and sample probe and replaced pinch tubing. Calibration and qc were acceptable. No relevant alarms were observed from the alarm trace data. Based on the information provided, a general reagent issue can be excluded since the customer's qc results were within specification. The investigation was unable to determine a definitive root cause.